Event description:
Customer called in to report that his sensor was not working correctly. Customer stated that the sensor was giving incorrect readings causing the insulin pump to go into threshold suspend. Customer stated that his blood glucose was 56 mg/dl and the senor was telling him that she was 287 mg/dl. Customer stated that at one point the blood glucose was over 400 mg/dl and he was able to treat with the insulin pump. Customer stated that he had scar tissue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.